Manufacturer narrative:
During the eval of the device at the third party svc ctr, the device failed steps during testing. The ventilator's blower and flow sensor assembly were replaced to address the issues.

Event description:
A ventilator was returned to the third party svc ctr for preventive maintenance. The device was not in pt use.